Event description:
It was reported that the electrograms showed a one to one rhythm, but markers showed the right atrial (ra) lead with far field r-wave (ffrw) and the right ventricular (rv) lead appeared with intermittent under sensed beats. Programming was performed to improve the data interpretation and sensing function. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).